Manufacturer narrative:
The device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemetnal medwatch will be filed. (B)(4).

Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage occurred. The patient initially had chest pain and was taken to the hospital. It was determined that the patient had an acute myocardial infarction from the result of the standard test value and symptoms. The 90% stenosed de novo target lesion was located in the first diagonal branch. The guide catheter and guidewire were placed into the target position without issues. The physician attempted to use a thrombuster to remove thrombosis, but was unable to place it at the target lesion. Therefore, the lesion was predilated with an 2.0mm non-bsc balloon. Then the physician attempted to place a 2.5x28mm taxus liberte stent but experienced crossing difficulties. After the device was removed from the patient, it was noted that there was some stent damage located on the proximal section of the stent. Two non-bsc devices were used to successfully complete the procedure. No patient injuries or complications were reported. Patient condition is listed as "good."